Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the reservoir migrated. The device was explanted and a new ipp was implanted. There were no patient adverse effects in relation to this event. There was no any malfunction with the device. No more information is available at the moment, additional information will be provided if it becomes available.